Event description:
It was reported that the patient thought he had had an overdose because he fell. It was reported that the patient fell directly on his pump and believed that he had 'gone into overdose'. The patient was reported to be doing well and the medication was to be titrated to the desired effect. The medications used within the system were bupivacaine and dilaudid. No additional information was available at the time of this submission.

Manufacturer narrative:
(B)(4).